Manufacturer narrative:
Findings: unit received with high stop current due to a faulty lcd driver. No unexpected battery out limit alarms noted during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, case cracked at the reservoir tube window corner, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump still has a short battery life even after inserting a new battery cap. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.